Event description:
It was reported that a positive notification of platelet factor 4-heparin complex antibody by heparin was found on the day of surgery. Heparin was not used after surgery but argatroban was used. Multiple thromboses were observed but remission and sequelae did not occur. The heparin-induced thrombocytopenia type ii was due to heparin exposure, associated with the patient's condition and not the left ventricular assist device (lvad).

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of multiple thromboses could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(4). No additional related events have been reported at this time. The hmii left ventricular assist system (lvas) instructions for use (IFU) lists peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. In addition, information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.